Event description:
It was alleged that the patient was warming too fast. It was alleged that the patient was also running a fever, and that the fever may have been a contributing factor to the warming too fast event.

Manufacturer narrative:
The customer reported that they have not been able to find any defects with the device. There were no adverse consequences associated from the rewarming too fast. The patient was running a fever and the user facility believed that the fever contributed to the rewarming too fast. The user facility reported that the patient had a pre-existing neurological injury.

Event description:
It was alleged that the patient was warming too fast. It was alleged that the patient was also running a fever, and that the fever may have been a contributing factor to the warming too fast event.